Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10991r15, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving dilaudid [16 mg/ml] at a dose of 6.52 mg/day and bupivacaine [9.0 mg/ml] at a dose of 3.6674 mg/day via an implantable pump for non-malignant pain. It was reported on 2016-nov-10 that the therapy was not optimal and a dye study was done and the x-ray showed that the catheter was disconnected. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. A catheter revision was planned but not scheduled yet. It was indicated that the patient status at the time of the report was ¿alive ¿ no injury¿ and the lack of therapy had not been resolved as the catheter needed to be fixed.

Event description:
Additional information was received from a manufacturing representative regarding a patient receiving intrathecal bupivacaine 9 mg/ml at 0.864 mg/day and dilaudid 16 mg/ml at 0.097 mg/day. The pump was currently in minimum rate. A catheter event was reported and confirmed. The healthcare provider (hcp) had determined there was an issue with the distal portion of the catheter, so they went in to revise it. The hcp was currently revising the catheter (on (B)(6) 2017) and planned on adding a new distal portion and hooking it up to the existing proximal portion. Currently, the proximal portion of the catheter was not clamped during the procedure. At the time of this report, the catheter was not connected to the pump, but they would be connecting it. The patient was currently lying on their stomach for the procedure, but they would be flipped onto their back after to fill the pump reservoir. The manufacturing representative wanted assistance walking through the next steps since they wanted to change the drug as well after the revision. It was confirmed that once the catheter was hooked up, the hcp planned on aspirating from the catheter access port (cap), removing all old drug from the whole system, and programming the patient with the new drug. The new drug was going to be morphine 2.5 mg/ml at 1 mg/day and bupivacaine 10 mg/ml at a dose of ¿4 mg/ml¿. There were no [additional] reported symptoms. They were able to successfully place in the new distal portion of the catheter, and the new catheter volume was 0.184 ml. The manufacturing representative wanted to confirm the system content removal procedure with technical services. The manufacturing representative was going to follow up with the hcp about the procedure. The lack of therapy was resolved. The cause of the catheter issue and lack of therapy was the spinal and pump segment being disconnected in the spine. A new spinal segment was added and connected to the pump segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.